Event description:
The surgeon removed a 13.0mm 1cm130v4 implantable collamer lens from the patient's eye due to excessive vaulting of the lens causing the patient to have elevated iop and angle closure. This is one of two lenese for the same patient see manufacturer report number 2023826-2006-00425.